Event description:
The customer contact reported that the ground prong on the ac power cord plug was bent. The device was returned to the biomedical engineering department for an unspecified reason, no tracking information was provided; therefore, specific patient information, pump programming, or event details were not available, there were no reports of any adverse patient events or delays in critical therapies while the pump was in clinical use. During testing at the user facility, it was noted that the ground prong on the ac power cord plug was bent. Though requested, no additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Rejected by (B)(6). Procode is blank and there is no option to code for procode on the summery page.

Manufacturer narrative:
Testing and investigation found the ground prong on the ac power cord plug was bent. The probable cause the bent ground prong on the ac power cord is use in the customer environment. If the ac power cord was attempted to be removed from an outlet by pulling at an angle, it is possible to damage the ac power cord ground prong. (B)(6).